Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Rupture of the left ventricle is a major complication of mitral valve replacement. It is an infrequent but potentially lethal complication. In general, a large number of intraoperative factors have been considered for the cause of this complication: retraction of the ventricle when the left atrium was fixed by adhesions from a previous operation, forceful retraction and inadvertent incision of the annulus, insertion of an oversized prosthesis, and deeply placed sutures in the myocardium. Ventricular rupture is typically not device related. There may be occasions where the surgeon alleges an over-sized valve may be implicated as a contributing factor. However, in this case the device is not available for return and evaluation because it was discarded during the procedure. Without return of the device, we are unable to confirm possible valve involvement contributing to this event. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 33mm mitral valve was explanted at implant. Through review of medical records, there was a large atrial mass that was over the dome of the left atrium and extended to the left atrial appendage. This may have been a clot. It was excised in its entirety. Initially, the mitral valve was replaced and the patient was separated from cardiopulmonary bypass. She was doing quite well and we were placing the sternal wires. She then developed bleeding from behind the heart and it was noted that she had a left ventricular rupture. She was then placed back on cardiopulmonary bypass and the subject device was removed. It was noted that there was a large radial tear approximately 1cm distal to the annulus in the left ventricle. It is unknown exactly how this tear arose but may have been related to a strut in the tissue prosthesis. The radial tear extended almost from trigone to trigone and greater than 50 percent of the circumference of the mitral annulus. The tear was repaired. A non-edwards valve was placed in the mitral annulus. At the completion of the procedure, she still had significant bleeding and after discussion with the family, she was pronounced dead in the operating room.